Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had low voltage alarms and has admitted to sleeping on battery. The internal battery usage also seems to be a bit high. Log file analysis observed multiple no external power alarms while on the mpu. Additional information states that low voltage alarms have resolved, the patient also received a routine heart transplant on (B)(6) 2020 so it is unclear if the alarms would have resolved normally. The mpu had a v-lock cable, and it is unknown if the cord came loose from the outlet or of any environmental power issues.

Manufacturer narrative:
Section g3, h5: correction section h4: additional information manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log file. A review of the submitted log file spanned approximately 2 days (12aug20 ¿ 14aug20 per time stamp). On 13aug20 at 23:10 and 23:12, the no external power alarm activated while connected to the mpu due to both white and black lead voltages diminishing to ~3.5v. The alarm cleared on its own shortly after power was restored each time. The backup battery was able to provide power to the controller during this event. The alarms did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The mpu, serial (B)(6), was not returned for analysis. Additional information provided on 24aug20 from the vad coordinator stated that the mpu had a v-lock cable. They are unsure if the cord came loose from the outlet or if there were any environmental power issues. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot no external power alarms. No further information was provided. The manufacturer is closing the file on this event.